Manufacturer narrative:
(B)(4). The customer returned a one-lumen PICC for evaluation. The catheter contained obvious signs-of-use in the form of biological material and adhesive residue. The catheter body was separated and had smooth edges, indicating that the catheter was intentionally cut. After failing functional testing (see below), the catheter was microscopically examined. A small separation/hole of the extension line was found adjacent to the luer hub. The catheter body was trimmed to 42 cm in length. The length of the extension line measured 1.687" from the luer hub to the juncture hub, which is consistent with the nominal value per specifications. The extension line outer diameter measured .0963" which is within the specification limits. The extension line inner diameter measured .058" which is within the specification limits. This indicates that the wall thickness measured as expected. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing the extension line with water. The distal extension line/hub leaked when pressurized. A manual tug test confirmed that the extension line was secure within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested." A CAPA has been initiated to further investigate this issue. The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Corrective action has not yet been implemented.

Event description:
The PICC was successfully placed on (B)(6) 2019 and the patient began therapy. On (B)(6) 2019 the patient came into the emergency department with leaking from the PICC. It was removed , and no harm was done to the patient. Upon inspection from the nurse, they observed that the PICC is leaking where the clear tubing meets the pink hub.

Manufacturer narrative:
(B)(4). Potential lot# 23f17j0232.

Event description:
The PICC was successfully placed on (B)(6) 2019 and the patient began therapy. On (B)(6) 2019 the patient came into the emergency department with leaking from the PICC. It was removed, and no harm was done to the patient. Upon inspection from the nurse, they observed that the PICC is leaking where the clear tubing meets the pink hub.